Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the device was in use with a patient who had a g-tube and tracheostomy due to esophageal atresia adn tracheoesophageal fistula. Following a surgical procedure, the patient's doctor was attempting to replace the patient's cuffed tracheostomy tube with an uncuffed tracheostomy tube when the patient went into cardiac arrest. The doctor started CPR and observed the patient was unable to be ventilated. The doctor replaced the tracheostomy tube with the listed tracheal tube, then attempted to replace the tracheal tube with a tube of greater diameter to allow more air flow. During withdrawal of the listed tracheal tube and the tube became disconnected from the connector. A radiography found the listed tracheal tube inside the patient's stomach. The tracheal tube was removed from the patient via endoscopy through the patient's gastric stoma site. No permanent adverse effects to the patient were reported.